Event description:
Pt was undergoing eps study and v-tach was induced. The defibrillator was charged at 200 joules to abort v-tach but it would not discharge. An attempt was made at 360 joules with the same results. Eps was utilizing defibrilltor "hands off" cassette with use of r2 pads. Biomed was able to reproduce the problem at 5 joules. Lead select was then hit, paddles put on, and then it discharged. The sync light was not activated during discharge. Subsequent testing had revealed unit was able to discharge.